Event description:
It was reported to boston scientific that while passing the excelon transbronchial aspiration needle down the biopsy port of the bronchoscope, to perform a needle aspiration of the carina, it would bend. The needle and catheter would bend at the distal end near the sheathed needle and get hung up at the biopsy port entry at "y" and about 2 inches down. This made for difficulty in utilizing the needle properly, and with getting adequate samples. Each time the needle was bent beyond use, another one was opened and used; a total of 4 were used (each having the same issue) to complete the case. There was no pt injury. Note: this complaint is for one of four devices, please refer to MFR #s 3005099803-2008-04870, 3005099803-2008-04872, and 3005099803-2008-04873 for the other three reports.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and expiration dates cannot be determined.